Event description:
It was reported that a high blood glucose level was displayed as "high," and the suspected cause of the high-level was unknown. There was no adverse impact to the customer¿s blood glucose level reported. The customer took action by administering a correction bolus via the pump and agreed to inspect the site and supplies, following instructions from technical support. They were advised to replace supplies as necessary and resume insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.